Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope having white foreign material on the insertion part, distal end and the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It is likely there was deviation from IFU in reprocessing steps for the location where the foreign material remained. No physical damage was located where the foreign material remained. The root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. User can detect/prevent the suggested event by following IFU below. Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.